Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have teeth sensitivity in the bottom right. They have seen a dentist who cannot be certain what it is from, it will either go away or maybe it¿s something worse. They feel like the one tooth position needs change.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.